Event description:
The patient was taken to the operation room for arteriogram and intervention. During intervention the surgeon was using a control wire and noticed that the tip of the wire sheared off into the proximal peroneal in an area that was chronically occluded. The surgeon was not able to retrieve the wire fragment. The patient is a (B)(6) female with a primary diagnosis of severe peripheral artery disease. She was admitted to the medical center on (B)(6) 2016 for a scheduled revascularization procedure due to critical lower left extremity ischemia. She presented with an ulcer on the tip of toe on the left foot that was gangrenous. The patient was at a high risk of limb loss without revascularization. The patient was taken to the operation room for arteriogram and intervention. During intervention the surgeon was using a control wire and noticed that the tip of the wire sheared off into the proximal peroneal in an area that was chronically occluded. The surgeon was not able to retrieve the wire fragment.